Manufacturer narrative:
Follow-up # 1 06/06/2011 - device evaluation: two cartridges have been returned and evaluated by product analysis on 05/17/2011 with the following findings: the cartridges pass visual inspection, no damage or defects were noted to the luer connections or o-rings. A fill test was completed with no air bubbles being formed inside the cartridges. A leak test was performed with no failures being observed; no leaks were observed from the luer connections, o-rings, or anywhere else in the cartridges.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time. (B)(6). Device name: insulin infusion pump cartridge. MFR date: 4/9/2010.

Event description:
The reporter claimed the animas cartridge has air bubbles issue. According to the reporter, she changed out the cartridges from a different box, but the air bubbles at the top of cartridge near the luer lock continue to be an issue. Her blood glucose was elevated from 200-305 mg/dl while she used the animas product. Reportedly her blood glucose was lowered to 100 mg/dl when she managed her diabetes with insulin injection via syringe. The patient did not have any symptoms that would suggest hypoglycemia or hyperglycemia. This complaint is being reported as a malfunction due to the alleged air bubbles in the cartridge issue. There was no evidence that the patient suffered a serious injury.